Event description:
It was reported that during a rescue attempt on (B)(6) 2010, the device would not deliver a shock. The patient was transferred to another defibrillator and it was reported that the patient was shocked with that device. The patient was transported to the hospital, however, patient outcome is unknown.

Manufacturer narrative:
To date, neither the equipment nor the device's electronic history record have been received; however, efforts have been made to coordinate their return. No conclusion can be made at this time. The investigation remains open.